Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer reported ¿low pressure error during surgery, with a significant delay because of a capsular rupture. An ¿intra-vitreal hemorrhage was discovered after the procedure.¿ the date of event: (B)(6) 2017. The communication of the surgeon post-operatively states the patient is ¿doing well.¿ additional information was requested, but was not obtained. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [i.e. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The facility was visited three times by the company representative. Each time the system was examined and the company representative, there were no indications of finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A nursing assistant reported that during a procedure a system pressure inlet failure occurred. The patient experienced a capsular rupture. Vitreous hemorrhage was noted at post operative visit. Additional information has been requested, but none has not been received to date.